Manufacturer narrative:
Insulin pump act button did not respond due to corroded keypad trace. No moisture damage on electronics noted. No button error alarm noted. Insulin pump received with minor scratched display window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated they changed the battery but that it did not resolve the issue. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 127 mg/dl at time of reporting. Nothing further reported.